Event description:
The caller reported the product presented leakage and a break in the cuff. The caller reported no patient injury. At this time, required medical intervention (recannulation of a replacement tube) is not confirmed. Multiple attempts have been made to collect further information but no additional information provided.